Manufacturer narrative:
Additional, changed, and/or corrected data: b.3; b.5; d.7; g.1; h.6.

Event description:
The device has been explanted.

Event description:
A healthcare professional reported a patient experienced the events of ¿lobulated contours¿, ¿rupture¿, ¿some folds¿ and ¿areas of distortion in relation to postsurgical changes¿ seen on MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the right side ¿lobulated contours¿, ¿rupture¿, ¿some folds¿ and ¿areas of distortion in relation to postsurgical changes¿ seen on MRI. The device remains implanted.